Event description:
It was reported that the device and leads were removed due to infection of an unknown origin two years and eight months post implant of the right ventricular lead. Additional information received noted that the patient is deceased and died approximately three weeks post system explant. The source of the infection and the cause of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4). Concomitant product: 4076 implantable pacing lead (B)(6) 2004. The initial reported event was received on (B)(6) 2012. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report submission that would have been due on (B)(6) 2013. Information was subsequently received on (B)(6) 2012 and revealed the patient died approximately three weeks post explant. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is therefore being submitted as a 30-day report.

Manufacturer narrative:
Further review prompted a change in the device analysis results. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device and leads were removed due to infection of an unknown origin two years and eight months post implant of the right ventricular lead. Additional information received noted that the patient is deceased and died approximately three weeks post system explant. The source of the infection and the cause of death have been requested and not received.